Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, while securing the mesh to abdominal wall, the surgeon experience difficulties with loading the reported device but after the issue the device was still used with the patient. Another handle was used to resolve the issue. There was no patient injury.